Manufacturer narrative:
(B)(4): evaluation of the returned device found that the monofilament, approximately 2 inches, was exposed at the guide and the needle tip was still attached to the rail end. The plunger, cuffs and link were not returned with the device, limiting the scope of this investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff and this confirmed the reported complaint. There was no needle strike mark on the posterior foot. During testing, a proxy plunger was inserted and the needle trajectory was acceptable. Also, the needle trajectory of every device is checked during the manufacturing. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this event. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician attempted placement of the perclose proglide sutures in the right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm procedure using a 6f procedural sheath. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician was proficient in the use of the device. Though requested, additional information was not provided.